Event description:
Svc reqested-lower cabinet not warming, fan not operating, burning smell. -inspected lower fan shelf housing on a dual cabinet unit. -discovered burned fan wiring and discolored/brittle connectors. -steris tech examined damage.-steris has an upgrade lot for this unit. Upgrade came out after this unit was built in 2003. -upgrade changes temperature sensors & moves them to top of cabinets instead of the sidewall location. -changed motors to continuous running for temperature stabilization.